Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert was noted in pump history. There was no reported impact to the customer¿s blood glucose level. Issue resolved before contact with support, pump began charging without changing charging supplies, and no shutdown or loss of power occurred, so no further assistance was required.